Event description:
Alleged the right foot siderail will not latch.

Manufacturer narrative:
The tech found the siderail would not lower due to contamination in the latch assembly and a missing screw and spring that holds the right side of the latching bracket. The tech replaced the parts and cleaned the latch mechanism to repair the bed.